Event description:
It was reported there was a long boot up time, but now the programmer will not boot up at all. There was no change with the service disk. The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported long boot. Analysis could not confirm the report that the programmer would not boot up at all. Keyboard and power cord bay are broken.